Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a motor with a high current draw. The displacement test could not be performed due to this alarm. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump while attempting to prime. The customer's blood glucose level was 123 mg/dl. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal and he did not recall putting pressure on the insulin pump. He was advised to discontinue use and revert to a back-up plan. Nothing further was reported.